Manufacturer narrative:
Product was not evaluated due to sample was not returned for investigation. (B)(4).

Event description:
It was reported ulcer increase in size to >75%; the calculated value at run-in visit 2 was 14.175 cm2. Ulcer surface area at visit 10 increased to 19.1 cm2. Therefore, subject was discontinued from the study.